Manufacturer narrative:
Final device investigation found that the device was returned with the jaws stuck closed and the blade not fully retracted. The jaws could not be unlocked. Electrical testing could not be performed due to the condition of the device. The device history record was reviewed and no discrepancies were noted. The instructions for use state "do not overfill the jaws of the instrument with tissue. This may damage the cutting mechanism or cause the blade to deploy outside of its guiding features, possibly resulting in difficulty opening the jaws or unintended injury to the user or pt."

Event description:
It was reported that during an arthroscopy the jaws did not open and close during normal operation. The device got stuck on tissue. It was not reported how the device was removed. Another device was used to complete the procedure. There was no pt injury. Additional info was requested, but no additional info was provided. A f/u report will be sent if additional info is received.